Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to cracked and bleeding glass. The pump was received without belt clip unable to confirm damage. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that they got out of the car and the infusion set tubing got caught on the belt causing the pump to come off the holster. The customer stated that the pump screen is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.